Event description:
This rv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2014 . It was noted that this lead had an intermittent noise issue. The physician was dr. In (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).